Event description:
It was reported that the handpiece leaked a blood-like fluid. It is not known exactly when this occurred, but there was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device. The design of the device is such that if fluid were to enter the device it is to be drained by holding the device upright allowing the cleaning solution and water to drain from the drain holes in the based of the handle. It is possible that the account is not conducting this step if there is fluid coming out of the device after sterilization, however, this cannot be confirmed.